Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection revealed contamination within both power and serial ports of the controller. This is an additional finding not related to the reported event, likely due to handling of the device. The controller's display was able to display all characters properly with no anomalies observed. Log file analysis did not reveal any losses of power events within the analyzed period. As a result, the reported "the screen went blank" event could not be confirmed. Functional testing revealed that the no power alarm only sounded for a brief period of time when both power sources were disconnected from the controller and the controller exhibited a controller fault alarm due to an issue with the internal battery. The internal nickel-metal hydride (nimh) battery powers the no power alarm. Internal inspection revealed that the internal nimh battery was swollen. After the internal battery was replaced, the controller worked as intended. Log file analysis revealed a controller fault alarm was logged on (B)(6) 2020 at 15:54:03, indicating an issue with the internal battery. As a result, the reported event was confirmed. In addition, log files revealed that the controller was in use for more than 2 years. The most likely root cause of the reported controller fault alarm can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm and after the alarm the screen was black. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Corrected sections: -b5 desc evt problem: information added regarding additional adverse event of the patient and intervention h6 patient codes (ime/annex e), device codes (fdd/annex a), imf (annex f) health impact, img (annex g) component corrected to included annex codes for controller and pump. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #:1104 / catalog #:1104 / expiration date:31-mar-2015 / serial #: (B)(6), UDI #: asku, d9: no, h4: mfg, date: 31-mar-2013, h5: yes, h6: patient ime code(s): e060109, e0601, h6: imf code(s): f08, f12, f2303, f23, h6: img code(s): g07001, h6: FDA device code(s): a24. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was hospitalized with palpitations and the patient had ventricular tachycardia (vt). The patient's implantable cardioverter defibrillator (ICD) defibrillated five times, and an electrocardiogram (ECG) and an echocardiogram were performed. The patient received magnesium medication. Of note, after the controller exhibited an alarm and the controller¿s screen blacked out, the surgeon immediately changed the controller. The patient was doing well thereafter, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿ pump serial #: (B)(6) h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12 product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. The controller (con302737) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Visual inspection revealed contamination within both power and serial ports of the controller. These are an additional finding not related to the reported event. The most likely root cause of the observed contamination event can be attributed to handling of the device. The controller's display was able to display all characters properly with no anomalies observed. Log file analysis did not reveal any losses of power events within the analyzed period. As a result, the reported "the screen went blank" event could not be confirmed. Functional testing revealed that the no power alarm only sounded for a brief period of time when both power sources w ere disconnected from the controller and the controller exhibited a controller fault alarm due to an issue with the internal battery. The internal nickel-metal hydride (nimh) battery powers the no power alarm. Internal inspection revealed that the internal nimh battery was swollen. After the internal battery was replaced, the controller worked as intended. Log file analysis revealed a controller fault alarm was logged on 29-sep-2020 at 15:54:03, indicating an issue with the internal battery. As a result, the reported controller fault alarm event was confirmed. In addition, log files revealed that the controller was in use for more than 2 years. Additionally, a vad disconnect alarm was logged on 29-sep-2020 at 16:17:06, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Information provided by the site indicated that the patient was hospitalized with palpitations and the patient had ventricular tachycardia (vt). The patient's implantable cardioverter defibrillator (ICD) defibrillated five times, and an electrocardiogram (ECG) and an echocardiogram were performed. The patient received magnesium medication. The patient was doing well thereafter the surgeon performed a controller exchange. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.